Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Changing your pod chapter 3 / page 34: warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 579 mg/dl while wearing the pod for 24 hours. Mother stated that the cannula was not properly inserted in the infusion site. The patient's mother reported that her son did have ketones but did not give specific results. The patient was not admitted, but the family doctor put him in the hospital for observation. The child's doctor came to see him and care for him while he was there. Mother states that they ran some tests and an x-ray as well as gave him fluids by IV (saline). No medication given in hospital. No suspensions of insulin had occurred, they had done a pod change and the cannula was in but the patient's mother thinks it was a fluke thing, he rolled over and the cannula came out. He woke up in the middle of the night throwing up so the mother thought he was sick. They gave corrections as well as injections to bring his blood sugars back down. The patient was still in the hospital at the time of the call.